Event description:
Emch have recently had issues with several sets of primary IV tubing needing replaced during various types of fluid infusions. The pumps will alarm "air in line", after attempting to resolve the issue, nursing is having to replace the tubing in order for the infusion to continue. All of the tubing that we've had problems with, and were able to look more closely at, has the same lot #. Products sent out to MFR (B)(4) 2015.